Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon of noise on the image e222 is related to poor communication occurred due to cable failure and e222 error. It is likely that packing of the main body is broken and poor water tightness occurred, and from that part fluid entered and the cable was flooded, and it led to cable failure. The root cause of the failure could not be determined. Additionally, it is possible that the phenomenon of the delay was to switch the camera system, about 5 minutes of delay occurred. However, the root cause could not be identified. The event can be prevented by following the instructions for use which state: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never reprocess, or store this camera head with sharp-tipped instruments(tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head." Olympus will continue to monitor field performance for this device.

Event description:
Upon further review, it was noted that the procedure type was an "lk." There was a 5 minute delay that occurred while the staff exchanged the equipment. The procedure was completed with another device, not the original one as initially reported. Additionally, no other devices were used in combination.

Event description:
The customer reported to olympus that noise occurred and e222, camera head communication displayed on the 4k autoclavable camera head. The device was inspected prior to use, and the therapeutic procedure was completed using the same device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition to findings reported in b5, the following non-reportable malfunctions were identified: cable part twisted, poor watertightness on the head of the main body, main head body wear, imaging head/cable submersion. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.